Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 2.5 device for mechanical circulatory support. Upon implantation, the pump was unable to be implanted due to large calcifications in the right femoral artery (rfa). The decision was made to abort impella and insert a new intra-aortic balloon pump (iabp).

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned, and the issue was not confirmed. The returned pump was visually inspected, and no abnormalities were noted. It was reported that the patient¿s left and right femoral arteries were calcified. Per the results of the clinical review and investigation, the root cause was determined to be related to patient condition. This report is being filed as part of a retrospective review of historical records.